Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported blower temperature high error. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
G4: 13may2020. B4: 14may2020. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was advised to perform the flow accuracy tests to make sure the flow sensor didn't get contaminated. After numerous attempts to obtain information on the repair of this device, this complaint is being closed. If further information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.